Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had a bad super capacitor. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damaged. Non-original equipment manufacturer (OEM) super cap was found on main printed circuit board (pcb). There was a super cap post error in the log. The technician powered up the device. The reported issue was confirmed. Super cap post error was found at power up. The root cause of the reported problem was found to be that the customer had a non-OEM super cap (low profile blue cap) was found on main pcb. Device will be quarantine due to non-OEM super cap on main pcb.

Event description:
Additional information received on 17-jan-2022: no patient involvement. No injury. Date of event received and updated in attribute.